Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that "9 years and 8 months" post implant of this 16 mm pulmonary valved conduit in a "(B)(6)" pediatric patient, an 18 mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this conduit was replaced due to stenosis and mild regurgitation. It was reported that both the stenosis and regurgitation were a result of the patient physically outgrowing the 16mm valve. The transcatheter pulmonary bioprosthetic valve (tpbv) was deployed to 22mm. No adverse patient effects were reported.  Patient weight added in a4. Coding updated in h6. If information is provided in the future, a supplemental report will be issued.